Event description:
It was reported that the pump declared an altitude alarm identified as alarm 21. There was no information available about any impact on the customer's blood glucose level. Tandem technical support provided tips to prevent future altitude alarms, and the caller was able to resume insulin delivery with the original cartridge without needing a replacement.